Event description:
Patient in for radiofrequency ablation of left lower extremity varicous veins. The operative procedure went well. Post operative venous duplex study showed no evidence of deep venous thrombosis. Patient states that despite study has noticed significant improvement in the leg. The machine was checked out okay by clinical engineering. Mfg switched the catheters out.